Event description:
Boston scientific received information that the device and right ventricular (rv) lead exhibited high out of range shock impedance measurements in all configurations. Boston scientific technical services (ts) was consulted and suggested performing isometrics and pocket manipulations along with a 1.1 joule and maximum energy shocks to evaluate the integrity of the system. Subsequently the patient underwent the suggested testing and all impedance measurements were within range. The physician has opted to continue to monitor the patient. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted almost three years later for reported normal battery depletion and returned for analysis.